Manufacturer narrative:
(B)(4) report source: (B)(6). Customer had indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the instrument fractured. No pieces fell into the patient, and the surgery was completed with a second device. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified the strike plate had fractured at the handle. There is impact damage indicating the use of the device. Sem fracture analysis found the material of the strike plate and the handle to be consistent with stainless steal. The reported device has evidence of being impacted along the instrument¿s proximal body and along one edge of the strike plate, possibly in an effort to dislodge the broach from the femur. These impact marks are consistent with marks typically created by the extraction of the broach from the femur and do not suggest misuse. The features of the fracture surface identified as tensile overload. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.